Event description:
(B)(4). Lower back pain, pelvic pain, itching hands and feet, loss of appetite, fatigue, bloating, heavy bleeding, elongated bleeding, headaches, right side pain, stomach pain. Insurance paid for device.